Event description:
It was reported that a pt receiving v.a.c. Therapy since 2009, for a right, lower leg wound experienced bleeding from the wound bed the following month. The rn case manager reported that the home health nurse applied pressure but was unable to control the bleeding. The pt was taken to the emergency room where the wound was cauterized and bleeding was stopped. The pt was referred to the wound care center for follow up. The pt was not admitted to the hospital.

Manufacturer narrative:
The product was returned to the kci service center and tested per quality control procedures. The unit met specifications. Based on the information provided, kci was unable to confirm when the bleeding initially began or the cause or origin. Information provided by the pt's family member indicates that the pt had thin, fragile skin that began to bleed upon the removal of the v.a.c. Dressing. However according to the rn case manager with the home health agency, blood was already present in the v.a.c. Canister when the nurse arrived at the pt's home for a scheduled dressing change. The rn case manager stated that the pt's anticoagulation therapy was the cause of the bleeding. V.a.c. Labeling instructs the user, "if dressing adheres to wound, consider introducing sterile water or normal saline into the dressing, waiting 15-30 minutes, then gently removing the dressing from the wound." V.a.c. Labeling states, "pts without adequate wound hemostasis have an increased risk of bleeding, which, if uncontrolled, could be potentially fatal. These pts should be treated and monitored in a care setting deemed appropriate by the treating physician."